Event description:
Customer reports patient with blood glucose result of 26 mg/dl taken on the advantage system (states test window may not have been completely filled). Patient was re-tested within 10 minutes and rec'd result of 77 mg/dl. A lab value was also drawn at the same time, and result was 28 mg/dl. Patient was treated with dextrose 50%. Requested return of suspect device and replacement was sent.